Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No. Was the condition of the tissue fragile, thin, or difficult to manage in the initial procedure? No.. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk . Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Unk. Was a complete transection of the white breakaway washer visually confirmed? Unk was a leak test performed? If so, what was the result? Unk. How was the increased drainage identified? After surgery, the fluid was about 20ml, 3 days later, increased. Were drains placed in the initial procedure? After surgery. Where in the anastomotic line was the leak? Unk. Were there any issues noted with staple formation at any point throughout the care of the patient? No feedback about the staple formation post-op. What was the specific reason for creating a permanent ostomy rather than another anastomosis? Unk. What is the current status of the patient? Left from hospital, discharge diagnosis: rectal malignant tumors (t4n1m0 moderately differentiated rectal tubular adenocarcinoma); intestinal fistula (intestinal fistula after rectal cancer surgery); sepsis; abdominal infection.

Event description:
It was reported that the patient's indication is low rectal cancer with type 2 diabetes mellitus. During endoscopic radical resection of low rectal cancer, no abnormal situation noted on (B)(6) 2018. After surgery, noted increased drainage, 3 days after surgery, the surgery did the checking, noted the anastomotic stoma with leakage about 0.4mm. The patient was with radiotherapy and chemotherapy were performed before operation and after operation. Created permanent stomy for the patient. Considering the patient consequence, the surgeon could not do 2nd surgery. The patient is stable and in another hospital now.